Event description:
The surgeon attempted to insert a cc4204bf one piece collamer lens and noticed a capsular tear. The tear occurred during phaco and this facility does not use staar's phaco equipment. The lens was not implanted but there was patient contact. There was no patient injury.